Manufacturer narrative:
Investigation summary: it was reported that there was excessive epoxy. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. The sample has the needle fixed to the side of the needle hub with white epoxy. No other defects or imperfections were observed. The two photos provided show the sample received. This defect can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the epoxy on the needle hub. A device history record review was completed for provided material number 305107, lot number 0022953. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed finding settings and flow of products acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd precisionglide¿ needles had excessive epoxy on their hubs. The following information was provided by the initial reporter, translated from (B)(6) to english: "two needles with excessive epoxy on the hub".